Manufacturer narrative:
On (B)(6) 2025, a customer reported vertical, uncommanded c-arm motion on a selenia dimensions (serial number (B)(6). There was no alleged health consequence or impact on the patient/ user. The field service engineer (fse) replicated the issue and replaced the footswitches. Once troubleshooting was complete, the fse tested the c-arm and compression in both vertical directions and stated that the system is operating within manufacturer specifications. No part was returned, so no initial evaluation could be performed. One of the footswitches was 3153 days old from the date of system manufacture to the date of the incident; the other footswitch was 985 days old from an earlier replacement. There is no indication in the complaint which footswitch (newer or older) caused the uncommanded motion. A review of the device history showed that the behavior did not recur since this complaint. Further investigation could not be performed as the parts were not returned. Based on a review of the complaint, the probable cause of the uncommanded movement is due to an issue with the footswitch. Likely causes for uncommanded motion can include wear and tear due to part age or debris accumulation due to its location on the floor. The footswitch was not returned; therefore, further investigation could not be performed. Due to the limited information provided and lack of part return, the root cause of the failure could not be determined. In summary, the root cause is unknown. The probable cause is that the footswitch accumulated debris over time which prevented expected functioning. A CAPA is not required for this incident as there was no alleged impact to patient or user and because the risk level did not change from what is documented. This behavior will be continued to monitor and tracked in the future. Complaint confirmed: no. Device history record (DHR) review: UDI: (B)(4). Sku: sdm-05000-3d3. Serial number: (B)(6). Date of manufacture: 6/3/2016. Installation date: 7/13/2016. Incident date: (B)(6). Closest pm to complaint date: 8/9/2024. Date of part manufacture: unknown. Since there are two footswitches on the system, a DHR review is required. DHR review: there are no related discrepancies in the DHR.

Event description:
It was reported that on (B)(6) 2025 during a selenia dimensions procedure the gantry kept lowering to the height of 4 ft, a field engineer examined the equipment and found that the foot switch was not functioning correctly. The item was replaced and the system met the manufacturer´s specifications. No patient or staff injury reported. No other information available.